Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the eight of forty five reports for the reported events from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a health professional that multiple ophthalmic handpieces that did not work as expected and presented with no phacoemulsification (phaco) delivery, loss of phaco, and recognition failure during surgery. It is unknown which specific handpiece experienced each specific reported issue respectively. Additional information has been requested but no further information is available.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The returned phaco handpiece sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. A phaco handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).